Manufacturer narrative:
Bd received 42 unused units in sealed packages, three unused units in opened packages and one opened empty package from catalog number 381137, lot number 6193418. A visual analysis was performed on the samples, which confirmed the presence of silicone droplets on the catheter. A review of the manufacturing records was completed for the incident lot and no issues were identified. Based on the investigations conducted for claims of excess silicone of the angiocath needle, it has been found that the root cause of this on the catheter is caused by the excessive amount of silicone that is dispensed during the siliconization of the catheter tip tipper. For more details on root cause check CAPA # (B)(4).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿lube¿, was attached to 4 of the catheters of the bd angiocath¿ IV catheter 20 g. There was no report of injury or medical intervention.